Event description:
Analysis of a generator explanted due to end of service was completed on (B)(6) 2015. The comprehensive automated electrical evaluation showed that the pulse generator is not operating according to functional specifications. The most probable root cause for the backup capacitor test was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.